Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08 april 2024 and 09 april 2024, it was reported that two infusion sets cannula were kinked. Patient blood glucose level was 29 mg/dl, which was corrected by drinking juice and chocolate milk. The issue was occurred within 3 hours of insertion. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 2 of 2.